Event description:
On (B)(6) 2025, the end-user contacted customer care to perform a factory reset and reconnect to the ilet system per clinical diabetes specialist instruction. The customer reported that the disconnection was due to a hospitalization. On (B)(6) 2024, while driving with family, the customer checked blood glucose, which was 150 mg/dl, before parking and exiting the vehicle. Upon exiting, the user lost consciousness, experienced a seizure, and went into cardiac arrest. Emergency medical technicians (emts) arrived, found the user pulseless, and performed CPR for 10 minutes before resuscitation. Blood glucose at the time was 40 mg/dl. Emts administered IV glucose and sugar tablets before transporting the user to the hospital, where they were admitted for three days. The user does not recall the event but suspects that a previously kinked infusion set tubing resumed insulin flow after being straightened, contributing to the hypoglycemic event. The user was discharged on (B)(6) 2024. The event resulted in loss of consciousness, seizure, and cardiac arrest requiring CPR, leading to broken ribs.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.